Manufacturer narrative:
E1 establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit's front panel would occasionally black out. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1 (telephone number was missing in initial medwatch). Additional information added to fields h3, h6, h7 and h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of front panel occasionally black out was confirmed. Based on the results of the investigation, it is likely that the event occurred due to printed circuit board failure. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.